Event description:
The account coordinator (ac) of a (B) (6) male pt emailed zoll lifecor customer support to inform of the pt's passing. The ac reported that the pt was wearing the lifevest and passed on arrival at the hospital in the company of the paramedics.

Manufacturer narrative:
Device MFR date: monitor (B) (4): 09/2008; electrode belt (B) (4): 01/2009. Device eval summary: device evals on monitor (B) (4) and electrode belt (B) (4) have been completed. Both the monitor and electrode belt were fully functional upon receipt and were able to perform a baseline and pt treatment sequence. The pt likely passed on (B) (6) 2010. During the time the lifevest device was monitoring this pt, no treatable arrhythmias were detected. The system's battery was pulled during an episode and bradycardia, preventing further monitoring of the pt's deteriorating condition. The date is inconclusive on cause of death. However, numerous bradycardia flags were recorded in the flag files. There is no evidence to indicate that the lifevest caused or contributed to the pt's death.